Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2017, 694758 lead, 5076-45 ICD, 419478 lead, implanted: (B)(6) 2009. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found with their controller alarming and disconnected from both power sources. The patient was attempted to be resuscitated, but had already expired. It was also noted, that it was unclear, at what time the controller had been double disconnected.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection revealed a tear in the outer sheath of the output cable exposing the internal wires. The wires' insulation was damaged, however, the observed damage did not affect the functionality of the device. The battery was able to charge and provide power to a test controller. The visual inspection also revealed that the battery connector release indicator was illegible. These are additional findings, not related to the reported event, likely due to wear and/or handling of the device. CAPA: pr00405633 is investigating damage to power sources. Failure analysis of the controller revealed that the returned controller passed functional testing. An external visual inspection under 10x magnification revealed hairline cracks around power ports one and two of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA: pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Also, visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event likely due to the handling of the device. Log file analysis associated with the controller revealed three controller power ups and associated motor start events logged on (B)(6) 2021 at 09:27:57, 14:35:16 and 15:08:52. No anomalies were recorded leading up to the losses of power. The controller was without power for 15 seconds, 1 hour 48 minutes and 38 seconds, and 10 seconds, respectively. The continuous no power alarm is generated when both power sources are disconnected from the controller, which corresponds with the reported event details. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to an intermittent disconnection on one or both power sources, and/or to a disconnection of both power sources by the user, as described in the event details. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the ventricular assist device (vad) instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ battery; d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2016 / serial#: (B)(6); UDI#: (B)(4); d9: yes, return date: 26-mar-2021; h3: yes dev rtn to MFR? Yes; h4: mfg date: 31-aug-2015; h5: no; h6: patient ime code(s): e2402 h6: imf code(s): f02, f2306 h6: img code(s): g02004 h6: FDA device code(s): a04 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c0601 h6: FDA conclusion code(s): d11. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A battery was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received in regards to further device malfunctions. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an unexpected loss of power to the controller.